Event description:
Consumer claims she was having trouble sleeping so she took some nyquil and fell asleep while using a heating pad. She awoke to find burns to her tip and torso. She sought medical treatment and claims she was diagnosed with 1st and 2nd degree burns.

Manufacturer narrative:
Consumer admits to sleeping with the heating pad which is a direct violation of the instructions and warnings provided. A prepaid label has been sent to the consumer for return of the product. Consumer has not returned the product.